Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The screws were returned and analyzed under a scanning electron microscope (sem); this analysis showed that both screws were made from the correct material. Each screw also fractured approximately one inch below the screw heads, indicating that neither screw was fully seated in the sacrum, which may have contributed to this incident due to increased bending loads. It was also reported that both screws appeared to have "sheered directly at the s1 bone interface." The absence of beach marks on both fracture surfaces indicated an overloading event, and not a torsional or fatigue failure. No definitive root cause could be determined based on the information provided. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 4 months post-op. Revision surgery took place (B)(6) 2017.